Event description:
It was reported that removal difficulty and guidewire detachment occurred. The patient underwent cardiomems implant procedure. After completing the right heart catheterization, conducting an angiogram of the vessels on the left side and finding a target area, a 3 018/260 platinum plus guidewire was inserted. The delivery catheter was then advanced over the wire. However, it was decided that the devices were too distal from the desired location. The delivery catheter was pulled back and the devices appeared to jump back up to the arch. The wire was able to be moved back to the desired position without difficulty. It was noted that the wire felt a little "sticky" inside the delivery system but seemed to be okay. The sensor was then deployed in the target area and calibrated with no issues. During withdrawal, it was noted that the guidewire was slow to be removed but was eventually removed. Upon visual inspection, the guidewire appeared to have been pulled apart. No material was thought to have been left in the patient and the physician did not believe the delivery catheter was at fault. No patient complications were reported and the patient condition was stable.